Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient's vision was blurry and has not improved since surgery. The iol was exchanged for another lens after a month following the initial implant procedure. The clinical reason given for the explant was ¿visual acuities have worsened since surgery¿ . Additional information was requested.

Manufacturer narrative:
The customer indicated the use of a qualified associated cartridge and handpiece. A viscoelastic was indicated, which is not qualified for use with qualified lens/cartridge/handpiece combinations. The product has not been received to evaluate. Information was provided that the multifocal, 21.0 diopter (add power +2.2/+3.2) lens was replaced with a monofocal, light adjustable, 20.5 diopter lens model. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).